Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Healthcare provider reported to sales representative that they discovered alleged leakage when flushing a broviac catheter with nacl. The broviac was said to have been placed on (B)(6), 2014. Alleged leakage was said to have occurred on (B)(6), 2015. This alleged leak was said to have occurred after the catheter was previously repaired due a separate alleged leak noticed on (B)(6), 2015. It is unknown if the catheter was repaired a second time. The healthcare provider reported that the patient receives the broviac catheter from the "home" department and is transported to the anesthesiology department for placement. The "home" department from where the patient comes from reportedly registers the lot number in the patient file. The lot number was reported as unknown. The secretary was said to have been informed and has implemented new procedure for tracking lot information. Catheter care is reported as follows: the catheter is said to be flushed with nacl using a 10ml syringe, is locked with heparin, and is said to not be used for power injections. Treatment in all catheters reported by facility is: nacl, tpn and antibiotics. All other treatment is said to be given in alternative pvk. It was reported that the patient was receiving tpn through the catheter for helping treat short-bowel syndrome. No patient harm reported.